Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose 410 mg/dl. Customer did not troubleshoot their high blood glucose reading. Insulin pump will not be returning for analysis. Insulin pump will not be returning for analysis. The customer was not using auto mode feature during the serious injury.

Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit properly received bg readings from contour next bg meter. Insulin pump received with the auto mode feature functioning properly during testing using the glucose sensor simulator. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.